Manufacturer narrative:
(B)(4).

Event description:
It was reported that a marker anomaly was observed via remote transmission. The patient presented into the clinic for checkup. The device was re-interrogated/re-measured. An initial review of the device image and session record did not yield any further information about the marker anomaly. The patient is doing fine and did not experience any symptoms.